Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with motor error alarm on their insulin pump. The customer's blood glucose level was reported to be 475.2mg/dl. It was reported that the customer tried to treat the high with the pump. Troubleshoot was reported to be conducted. The device was found to be missing a row of pixels going horizontally during self-test. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.